Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, 45mm green straight staples was used to fire the lung segment, the user pressed the green safety button, pulled down the trigger grip, it stuck, it needed to be gripped very hard, there was a click during the period, the green staples burst and the staples could not be formed. The operator replaced with the black staples, pressed the green safety button, pulled down the trigger grip, after one grip and pull, there was a feeling of lag and slippage. The 2 reloads were unable to complete the firing cycle. After cutting, the surgeon checked the tissue formation and found that the staples could not form properly. The doctor replaced the reload, used the same handle and reinforced with suture.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was prefired, engaged in interlock and applied on tissue beyond the indicated range. It was reported that the staples did not form as expected, the device initially fires, but failed to complete the firing cycle and significant surgical intervention was required due to the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied over tissue that was beyond the recommended thickness range or applied with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.